Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After an unspecified size rota floppy guide wire and another non bsc guide wire crossed the lesion, rotablation was performed. Then a 3.00 mm x 20 mm promus element plus stent was advanced but was not able to cross the target lesion. The device was removed and it was noticed that the distal edge of the stent was damaged. The device was exchanged to a 3.00 mm x 12 mm promus element plus stent but the device also did not cross the lesion. The physician ended the case and the procedure was not completed due to this event. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the distal end. Struts on the two most distal rows were lifted upwards and pulled distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After an unspecified size rota floppy guide wire and another non bsc guide wire crossed the lesion, rotablation was performed. Then a 3.00mm x 20mm promus element¿ plus stent was advanced but was not able to cross the target lesion. The device was removed and it was noticed that the distal edge of the stent was damaged. The device was exchanged to a 3.00mm x 12mm promus element¿ plus stent but the device also did not cross the lesion. The physician ended the case and the procedure was not completed due to this event. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After an unspecified size rota floppy guide wire and another non bsc guide wire crossed the lesion, rotablation was performed. Then a 3.00mm x 20mm promus element plus stent was advanced but was not able to cross the target lesion. The device was removed and it was noticed that the distal edge of the stent was damaged. The device was exchanged to a 3.00mm x 12mm promus element plus stent but the device also did not cross the lesion. The physician ended the case and the procedure was not completed due to this event. No patient complications were reported and the patient's status was fine.